Manufacturer narrative:
Additional information sections: d9, h6, h10. An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note per the amplatzer vascular plug ii instruction for use, arten600038211- a, "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 6mm amplatzer vascular plug ii was selected for implant into the patient's patent ductus arteriosus. Post deployment, the device embolized and was retrieved via snare. A new 5-4mm amplatzer duct occluder ii was successfully implanted. The patient was reported to be in stable condition.